Manufacturer narrative:
Upon evaluation of the device, the reported issue found during inspection was confirmed. According to the device evaluation, the reported issue was caused by printed circuit board failure. Further evaluation of the device found socket locking lever damaged. The faulty parts were replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during an in-house inspection of the visera elite video system center, the device exhibited no image when the scope connector was inserted into the socket. This medical device report (MDR) is being submitted to capture the reportable malfunction found during in-house inspection. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive cause of the malfunctioned ap board could not be determined at this time. Olympus will continue to monitor field performance for this device.